Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 29mm mitral bioprosthetic valve in the mitral position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to severe mitral stenosis. The implant duration of the disabled 29mm mitral valve at the time of the valve-in-valve procedure was twelve (12) years, one (1) month, fifteen (15) days. Both devices remain implanted. Patient was reported to be well.